Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure the sapien valve was deployed in normal fashion in a 50:50 position. The valve was post dilated and following dilation there was 1+ paravalvular leak and 2+ central leak. A second valve was implanted 1mm more ventricular. Following deployment of the second valve there was 1+ paravalvular leak and zero central leak. The patient left the operating room in stable condition. Through additional investigation of this case, the clinical specialist indicated patient factors were all unremarkable to the valve deployment. There was good coaxial alignment. Pre and post valve deployment the valve was positioned 50:50. Balloon inflation was held >3 seconds and pacing was maintained throughout deployment and balloon deflation.

Manufacturer narrative:
Lot number was updated. The valve remains implanted in the patient. A device history record (DHR) review for the sapien valve was performed and all manufacturers' specifications were met prior to release for distribution. Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, without an imaging review the root cause for the central aortic insufficiency cannot be determined but it did occur after post dilating the valve with an additional 1cc of fluid. The initial reporter indicated valve deployment was unremarkable and noted in a 50/50 position; the image intensifier angle and coaxial alignment of the delivery system/valve was good, the balloon inflation was held > than 3 seconds, and there was no loss of pacing capture during deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.